Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 8 devices had investigation types that have not yet been determined. 1 device was received. Evaluation findings (results/components) 8 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: wear problem / bearings product disposition 1 device: serviced and returned to customer 8 devices: product disposition is not yet determined additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 9 events for the failure: material disintegration. - 4 events had no health consequences or impact. - 1 event had insufficient information. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 7 events for the failure: material disintegration. 4 events had no health consequences or impact. 1 event had insufficient information. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99393. Supplemental rationale corrected data: b5, h1, h6, h11. 9 events were previously reported during the reporting quarter; however, 2 events were reported in error. 7 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 devices had investigation types that have not yet been determined. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: degradation problem identified / part/component/sub-assembly term not applicable. 2 devices: fatigue problem / part/component/sub-assembly term not applicable. 1 device: wear problem / bearings. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition 3 devices: scrapped by stryker. 1 device: serviced and returned to customer. 1 device: product not received. 2 devices: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99393. Supplemental rationale. Corrected data: b5, h6, h11. 9 previously reported events were included in this follow-up record. Product return status: 6 devices had investigation types that have not yet been determined. 3 devices were received. Evaluation findings (results/components). 6 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 2 devices: fatigue problem / part/component/sub-assembly term not applicable. 1 device: wear problem / bearings. Product disposition: 2 devices: scrapped by stryker 1 device: serviced and returned to customer. 6 devices: product disposition is not yet determined.

Event description:
No change.